Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [mc2avr1-delsys] (serial: (B)(6)). Yes, return date: 08-may-2024 h3: yes. Product event summary: the full delivery system was returned and analyzed. The lumen of the delivery system was torn. There was a me chanical issue with the tether of the delivery system. The delivery system tether was broken/cut/pulled apart. The delivery system tether was frayed. There was a mechanical problem with the outer shaft of the delivery system. The analyst noted the full delivery system was returned with the device intact with the tether but not fully recaptured in the device cup. The deployment button was locked in the recaptured position on the delivery system handle upon receipt. The outer shaft was flattened from 6.5 cm to 14 cm from the distal end of the delivery system. The tether was cut. The tether was pulled apart. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that whilst attempting to insert the leadless implantable pulse generator (ipg) the tether was cut and the suture was pulled hard when it was removed, after it exceeded one meter, it stopped moving and the device began to pull back but was successfully placed. It was noted that the tether tangled in the main unit due to the twisting of the tether. When the device was checked externally, the tether was severely twisted, resulting in the hard pulling. The operation was completed successfully, however, several hours later in the evening, it was discovered that the patient's blood pressure had decreased, resulting in delayed cardiac tamponade, and cardiac perforation was noted. It was believed that the bleeding was caused by the strong traction of the device, resulting from the pulling of the tether after cutting it. Pericardial puncture was performed, medical intervention was required and the leadless ipg was not used and replaced. The replacement leadless ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary for pli 10: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Product event summary for pli 20: the full delivery system was returned and analyzed. The lumen of the delivery system was torn. There was a mechanical issue with the tether of the delivery system. The delivery system tether was broken/cut/pulled apart. The delivery system tether was frayed. There was a mechanical problem with the outer shaft of the delivery system. The analyst noted the full delivery system was returned with the device intact with the tether but not fully recaptured in the device cup. The deployment button was locked in the recaptured position on the delivery system handle upon receipt. The outer shaft was flattened from 6.5 cm to 14 cm from the distal end of the delivery system. The tether was cut. The tether was pulled apart. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.